Event description:
The facility representative reported a colleague infusion pump with a failure code 810:03. Device evaluation determined that the reported condition interrupted delivery. It is unknown when this condition occurred. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. The user interface module master software version is 6.13.90, which is classified as remediated. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the root cause investigation is in progress through mdq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of failure code 810:03. The root cause could not be determined and no repairs performed, as this is a stay-in device. Review of the device event history determined that the reported condition of interruption of delivery occurred on (B)(6) 2010 and not the customer reported occurrence date of (B)(6) 2010. A follow up report will be submitted if additional information becomes available.